Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited low pacing impedance post-fixation. Inadequate fixation was suspected. The device was then attempted to be repositioned; however, the device's helix had sprung. The device was not used, and a new one was implanted. There were no patient consequences.